Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature displayed was not good on the day of using the extension cord for temperature sensing foley catheter. It was stated that the date of use was unknown.

Event description:
It was reported that the temperature displayed was not good on the day of using the extension cord for temperature sensing foley catheter. It was stated that the date of use was unknown. Per follow up information received via ibc on 05oct2022, it was stated that the reported event was no temperature display. Per notification received from investigator on 01mar2023, it was reported that the during evaluation, the dimensions of the cable plug were found to be out of specifications.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached to a kilo device and the temperature displayed erratically from no reading, and ranged from 32.6 c to 35.5c. Though the temperature displayed erratically, the sample meets the specification "plug and jack must be firmly secured to wire." Using a caliper the cable was measured and the middle of indention to mono jack, tip diameter and indentation diameter were found to be out of specifications. As the out of specification measurements confirmed to not be a cause of erratic display, the reported event will be confirmed cause unknown and a new complaint opened. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The device was used for diagnostic purposes. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the label currently states " for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.